Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly and the device was difficult to open. The surgeon was able to remove the device and performed a colostomy and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.